Manufacturer narrative:
Date of event - year valid. The day was estimated based on reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone and embolic protection to treat a calcified lesion with 70-75% stenosis. No resistance was felt during advancement or withdrawal of the device. It was reported that after the initial passes, the device was removed from the patient and it was noticed that the coating was off the device. It was reported that the coating was captured into the filter basket. The procedure was completed with the device with no intervention required. The patient had a good outcome and no injury was reported.